Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: during the investigation, the up arrow, down arrow, and ok buttons were not functioning. The audio bolus button cover was missing and the button was not responsive to user input due to being shorted. The up arrow, down arrow, and ok buttons were not working due to the shorted audio bolus button.